Event description:
It was reported that the pt was receiving okay stimulation but required to have a pocket revision from the right buttock to the right abdomen due to significant weight loss and the implantable neurostimulator location was causing pain. There were no diagnosis performed on the device. The pt outcome was the pt had good paresthesia and was receiving effective therapy. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).